Event description:
Pigtail catheter was inserted over the wire to proximal renal artery by brachial approach via subclavin artery. Since tip of the catheter was not formed in pigtail shape after removal of guidewire, attempted withdrawal of catheter was made without using guidewire. As the tip of it was pulled back to the sheath and housed into it. Some resistance was built but removed completely and it was observed that tip of the catheter at the marker, had already separated. Tip was confirmed fluoroscopically at distal end of the sheath. Retrieval of tip by goose-neck wire was tried, but it had broken into pieces. After continued attempts, most of the pieces had been retrieved. Some had entered into interosseous artery as well as palmar metacarpal artery for which, the dr involved abandoned to retrieve. Physician felt it was too much interventional approach. In addition surgeons considered it would not deserve surgical treatment.